Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start up. Upon troubleshooting fse found that the grabber card was not initialized and the flex vision pc was defective. To resolve this issue, fse replaced the flexvision pc. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.